Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml lioresal at 475 mcg/day and hydromorphone at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient experienced symptoms such as vomiting and suppressed respiratory depression on (B)(6) 2016. The pump was filled on wednesday [(B)(6) 2016] with baclofen and hydromorphone. At the emergency room, the pump was interrogated to see the reservoir volume. The pump was emptied in the ER, following the protocol to empty the entire pump. The doctor then added just baclofen back to the pump. The issue was considered to be resolved. No surgical intervention occurred or was planned. The patient was considered to be "alive, no injury". It was later reported that a therapy issue was possible and the patient was also diagnosed with pneumonia. It was noted that the patient's symptoms were possibly related to the refill appointment. X-rays were done which showed pneumonia and blood cultures were pending. The patient was back to normal, on antibiotics, and the symptoms resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's respiratory depression and vomiting were due to medication issues. The reservoir volumes were "all ok".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.